Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it had been fully clip deployed and the deployed clip was not returned. The sheath assembly was fully installed on the starclose se device and all external and internal observations of the device handle, delivery tube and retracted vessel locator were normal for a clip deployed device. There was no detected device damage. Inspection of the fully slit exchange sheath material, hub, the hubs proximal end cap and hemostasis valve did not detect any component damage or anomaly. A dilator was back-loaded into the sheath and it was confirmed all 6 slits were in place and intact in the hemostasis valve. There was no detected anomaly or damage to the exchange sheath assembly that may have contributed to the reported abnormal leakage of blood from the hemostasis valve and it is unknown what may have caused the reported event. The reported failure of the physician to perform a femoral angiogram prior to the closure procedure is off-label use. Per the starclose se international instructions for use, it states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. In review there was no detected device related cause for the reported incident and there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints for a leaking hemostasis valve or exchange sheath within this lot at the time the investigation was performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the dilator and guidewire were withdrawn, the hemostatic valve did not work and there was an abnormal leakage of blood was observed at the hemostatic valve. The device was continued to be used and it successfully achieved hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported to have occurred in (B)(4)). (B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.